Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from date the manufacturer became aware of the event. Block d6b: explant date: 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.